Manufacturer narrative:
Corrections in b4: date of the report, d1: brand name, d2a: device common name, d3: manufacturer, d4: model number, g1: contact office, g6: type of report, h2, h8, h5: labeled for single use. Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported that the patient received a brief shock while wearing the electrodes. The patient stated that he would not describe it as a pain and that it did not last long. The patient stated that he is not sure if there are any marks on his skin as he wears the electrodes on his back. The patient stated that the spinalpak device ¿shot off his body and on to the floor¿. The patient said he felt the shock and he is not sure exactly what happened, but it is possible his body jerked. The leads ripped out of the unit and the stimulator itself landed about 4 to 5 feet from him on the floor. The patient had spinal surgery on his sacral/lumbar area and was treating his whole back. The patient stated that the spinalpak controller was in the holster and clipped to his back brace at the time of the shock. The unit stayed in the holster when it ¿shot off¿ his body. The patient stated that he was just standing in the kitchen at the time of the shock and was not doing any type of activity. The patient called the doctor and is waiting for a call back. The patient has not used the device since the shock. No additional patient consequences/ further information has been reported. The spinalpak assembly was not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient received a brief shock while wearing the electrodes. The patient stated that he would not describe it as a pain and that it did not last long. The patient stated that he is not sure if there are any marks on his skin as he wears the electrodes on his back. The patient stated that the spinalpak device ¿shot off his body and on to the floor¿. The patient said he felt the shock and he is not sure exactly what happened, but it is possible his body jerked. The leads ripped out of the unit and the stimulator itself landed about 4 to 5 feet from him on the floor. The patient had spinal surgery on his sacral/lumbar area and was treating his whole back. The patient stated that the spinalpak controller was in the holster and clipped to his back brace at the time of the shock. The unit stayed in the holster when it ¿shot off¿ his body. The patient stated that he was just standing in the kitchen at the time of the shock and was not doing any type of activity. The patient called the doctor and is waiting for a call back. The patient has not used the device since the shock. No further information has been provided.